Event description:
I just noticed my CPAP did not work as good as it did when I first got it. I took it in to check the settings and was told it was fine. Still have problems with being sleepy and my nose and breathing are starting to hurt. FDA safety report ID # (B)(4).